Manufacturer narrative:
Device evaluation indicated that the lead passed mechanical tests performed. The complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that that multiple cables were completely broken at the bent/kinked location of the lead, approximately 28.50 cm from the proximal end. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. The broken cables resulted in the reported complaint of high impedance. The clik anchors are intact and no parts of it are missing.

Event description:
A report was received that the patient underwent an explant procedure due to the lead displaying high impedances on multiple contacts. The lead and clik anchor were replaced. The patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient underwent an explant procedure due to the lead displaying high impedances on multiple contacts. The lead and clik anchor were replaced. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile.